Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted. However, after the dilator was removed, a foreign body was attached to the tip of the sgc. One clip was deployed on the mitral valve, reducing mr to a grade of 1. However, after the sgc was removed from the patient, the foreign body could not be confirmed. After the procedure, a right to left shunt was observed. It was noted that the patient¿s hemodynamics remained stable during the procedure. The procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation and thrombosis. Perforation and thrombosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.